Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 1 month post implant of this bioprosthetic valve, it was explanted replaced with a mechanical valve due to severe prosthetic aortic regurgitation, moderate aortic stenosis, acute pulmonary edema as well as respiratory failure. There were no additional adverse patient effects reported.